Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder stabilization surgery the tip of the device broke off. The surgeon was able to retrieve the broken pieces. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4068-45r, suturelasso¿ sd, batch number 4297153875, was received for investigation. Visual inspection noted that the tip was broken off. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is misuse, such as misaligned insertion or prying/leveraging the device. Refer to investigation photos the complaint allegation is confirmed.